Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt), the patient experienced cardiac tamponade, requiring pericardiocentesis. The procedure was halted and the patient was stable at that time. The physician¿s opinion regarding this event is unrelated to the device, possibly related to the procedure. The patient did not require an extended hospitalization.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: the carto 3 system (serial# (B)(4)), stockert 70 (serial (B)(4)) and the coolflow pump (serial# (B)(4)). (B)(4).